Manufacturer narrative:
Additional information: nurse reported stopping the fluids immediately due to k+ content. The patient was complaining that the site was painful and burning which resolved when the fluids were stopped. This is possibly referring to the sensation of potassium being administered intravenously. The potassium infusion needs to be diluted by several amounts in order to be safe for administration, but even then a burning sensation might be felt. There was no known patient injury or medical intervention associated with this event. The nurse confirmed that the access site was not swollen or red. Additional information: uf / importer report number mw5087361. Correction patient codes: 1994 and 2146 are added to replace the previously reported 2199 to better capture the customer reported patient involvement/symptoms.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. Evaluation ran the device at 125 ml/hr, volume to be infused (vtbi) of 125ml. The error was -0881%. A second flow accuracy test was performed with rate of 300ml/hr, vtbi of 300ml. The error was +03206%. Review of the event history log showed that the primary infusion was set to, 999ml/hr, with a volume to be infused of 1000ml. The secondary infusion was set to the reported 125ml/hr, a volume to be infused of 950ml. The secondary infusion was completed, and the primary infusion began before the "battery low!" Alarm. No correction is required. The reported system error 107 could not be confirmed through the event history log (ehl) review or reproduced during evaluation. The device was found to operate within specification. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 107 (pic cam error) alarm during delivery with infusion of normal saline with 20 milla equivalents per liter of potassium at 125 ml/hr. The rate then allegedly changed to 999 ml/hr. The problem was found in the acute care department. There was no known patient injury or medical intervention associated with this event. No additional information is available.